Event description:
Complainant alleged that clinicians were attempting to defibrillate a patient in cardiac arrest, (age & gender unknown). The device failed to discharge on the first attempt. Clinicians were able to successfully deliver energy on the second attempt. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.